Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Inspected one opened/used sensor and was inspected performed continuity resistance test. And sensor passed per specification. Performed sensor initialization test using a new lab transmitter with a 7xx/5xx paradigm pump. Connected the sensor to the transmitter confirmed the communication icon was displayed and that the transmitter was flashing while connected to the sensor. The sensor functioned properly. Unable to confirm adhesive anomaly on opened/used sensor.

Event description:
The customer reported via phone call that they experienced a low blood glucose level of 30 mg/dl. The customer reported sensor failed with a day and sixteen hours left, received change sensor. The customer states the sensor came out while he was working. The customer had no symptoms. The customer treat for the low blood glucose level by shutting off the insulin pump and eating something. The current blood glucose level was 121 mg/dl. The customer declined troubleshooting the issues. The infusion set will be returned for analysis.